Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced numbness in their lower extremities. The physician did not believe this to be device-related, but rather due to an epidural hematoma that was discovered through imaging. The patient was hospitalized and the physician removed the device. The patient is recovering.